Event description:
It was reported that the customer was hospitalized due to hypoglycemia and seizures. The blood glucose reading was 52mg/dl. It was stated that the customer was experiencing unexplained low glucose for (B)(6) troubleshooting was performed. It was stated that the customer's insulin pump shut down prior to low battery warning, and alarmed low reservoir warning when the reservoir still has over 100.0 units of insulin left. It was stated that the customer also had extreme high blood glucose as well. Reviewed the programming and found several error alarms and no delivery alarms. Ran a displacement test and the test passed. Advised that the customer should revert to back up plan until a replacement of the insulin pump arrives. It was stated that the time and date on the insulin pump was off. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.